Event description:
It was reported that the leads were removed on (B)(6) 2015, due to an infection. Replacement of the leads was done on (B)(6) 2015. One lead was contaminated by the healthcare provider or the field and discarded. Therefore, two other leads were implanted that day, (B)(6) 2015. Information regarding the infection and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a290, serial # (B)(4), product type lead. (B)(4).